Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted during an endovascular procedure for the treatment of a thoracic aortic aneurysm in as part of a re-intervention for a prior aortic repair.  It was reported the patient returned for a follow-up on the and the CT reveled the presence of stent enlargement and a type ib endoleak.  Previously, the patient underwent a substitution of the ascending aorta and re-implant of brachiocephalic trunk. The patient underwent a tevar plus a carotid -subclavian bypass. The left subclavian and a type ii endoleak were embolized. A distal extension tevar was performed. In 2019, a proximal extension in the ascending aortic with a valiant 37mm and a chimney stent with 9mm coverage in left carotid artery. A proximal extension of vnmc4337c200te and distal extension of vnm3737c90ee were implanted. 6 endoanchors and the vnmc4646c175te stent graft descending aorta for bird-beak into endoprosthesis were implanted. It can not be determined which stent graft has the stent ring enlargement and type ib endoleak. It was confirmed the birdbeaking was between vnmc4337c200te and vnm3737c90ee (used as distal extension close to ams). It was corrected with vnmc4646c175te; the final results (angio) showed no complication or birdbeaking or any complaint core lab review of CT imaging identified a new type ii endoleak in the navion graft vnmc3737c182te ((B)(4)) which was implanted on (B)(6) 2019. The imaging was not evaluable for fracture and stent ring migration due to artifact. It was noted that it was difficult to rule out a type ia gutter leak from supra-aortic vessel stent vnmc3737c182te ((B)(4)). No cause as per the physician has been provided.  No additional clinical sequalae was provided and the patient will be monitored.